Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual dose injection to resolve occlusions. The customer successfully changed pump supplies and resumed insulin therapy during troubleshooting with tandem technical support.